Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received critical insulin pump error alarm. Customer's blood glucose level was 157 mg/dl. Customer reported that there was a crack on the back side of the insulin pump and received insulin pump error alarm. Customer reported that the insulin pump exposed to a high magnetic field through an xray on a military base. Customer was advised to discontinue use of the device and revert to a back-up plan. The insulin pump will be returned for analysis.